Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error alarm during testing due to moisture damaged electronic assembly on electrical board . All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unable to verify battery power loss alarm due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and the insulin pump had a broken force sensor was detected during seating or regular delivery error and button unresponsive and insulin pump not working. The customer blood glucose level was 27 mg/dl at the time of incident. Customer reports they were unable to clear the alarm. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.